Event description:
It was reported, that "the cannula occluded during use". The involved device(s) have not been returned to the manufacturing facility for analysis and investigation as of the date on this report. Limited info has been provided up to this point. Note: reference medwatch report #2029387-2000-00038 as there was two (2) different pts involved.